Event description:
It was reported to philips that the system's geometry was intermittently not working. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer inspected the system onsite and confirmed that the geometry is intermittently restarting, accompanied by a collimator error. Upon troubleshooting, fse noted an issue with the r cabinet dc power supply during the error, suspecting the 24v dcps. To resolve the issue fse replaced dc power supply. After replacement of dc power supply, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.